Event description:
The customer reported that during patient use, the ventilator was switching power between the alternating current (ac)to direct current (dc) intermittently. The patient was transferred to an alternate ventilator without any harm.